Event description:
It was reported to distributor, by (B)(4); one of their customers' facility, (B)(4) was using the bhm (B)(4) to transfer a resident when the scale and cradle separated and the resident fell back onto the bed. No injury reported - this will be reported as a could have become injury report. As described this is the same issue as their (bhm) recall issue, however, the s/n is not within the recall range and product is not yet two years old. (B)(4). Dsi did not inform us of pt information.